Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That two screws broke bilaterally approximately 8 months post-operatively. Surgery took place (B)(6) 2018. Patient was revised (B)(6) 2018. ( related to 3004774118-00151).

Event description:
On 09.14.2018 it was reported to k2m, inc. That two screws broke bilaterally approximately 8 months post-operatively. Surgery took place (B)(6) 2018. Patient was revised (B)(6) 2018. ( related to 3004774118-00151)

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The parts were not available for inspection. Review of x-rays showed that the screws appeared to be a little "proud" off the body, which may have allowed for the cantilever forces to compound the event.